Event description:
The customer reported that the ventilator would not power on both alternating current (ac) and direct current (dc). The ventilator was not in use on a patient. At the time of the event occurred.

Manufacturer narrative:
Date of report: 28sep2018. Date of manufacturer: 27sep2018. The central processing unit (cpu) printed circuit board assembly (pcba) was returned to philips and tested. The failure was caused by a short on a component of the cpu pcba. A replacement component was installed on the cpu pcba and subsequently, no failures were detected.